Manufacturer narrative:
Follow-up #1 date of submission 11/03/2017-product analysis: the device was returned and evaluated by product analysis on 10/06/2017 with the following findings: the battery life complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms. A battery compartment crack was observed. Leak testing revealed a battery compartment leak. Moisture was observed behind the display screen lens. The pump successfully completed a prime sequence. Power draws were found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.